Event description:
The patient presented with a right knee wound. The patient underwent a debridement of skin and tendon.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation. (B)(4).